Event description:
It was reported that this pacemaker was part of a system revision due to a pocket erosion and infection. Reportedly, the system was explanted on the same date. The pacemaker was replaced by a thinner, smaller device as the patient had lost weight. There was no additional adverse patient effects were reported. This pacemaker was explanted.